Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary gastrointestinal/pelvic floor. It was reported that there was a power-on-reset (por) seen (in bottom right hand corner of the programmer) and the therapy had turned off/reset to shipping parameters. This occurred when the patient tried to use the programmer on (B)(6) 2017. It was also reported that patient first saw the por this past friday ((B)(6) 2017) and they were not getting stimulation. They have had problems since and was not working for their symptoms. It was noted the patient could not locate their programmer however they have since been able to do so. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.